Event description:
Information was received indicating that a smiths cadd-legacy plus pump caused under infusion. The pump had a residual volume of 6 %. The device showed accuracy test results that are between 3% and 6%. The issue occurred while in use with the patient, it's unknown if the patient received the remaining infusion but there was no reported injury or adverse events.